Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009 that a needleknife rx was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the needleknife was advanced through the working channel of the endoscope. The needle was extended by moving the handle distally; however, the needle fell off. No force or electrical current had been applied to the device. The physician was able to retrieve the detached needle with biopsy forceps. The physician completed the procedure with another needleknife rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.